Event description:
The hcp reported that the pt was experiencing "classic withdrawal symptoms." When the pump was accessed 1-2 days prior to due date, 3.4 ml were expected; 10 mls were aspirated. The pt presented with fever of 104-105 degrees and diaphoresis. The pt was receiving compounded baclofen 500 mcg/ml at a dose of 230-240 mcg/day. A side port was accessed and clear flow was noted. Cerebrospinal fluid, sputum, blood and urine cultures were obtained and were negative. A rotor study was performed and the rotor did not turn. Catheter dye study was reported to be normal on that date. The hcp explanted the pump and pt is "doing well."